Event description:
It was reported that a vns pt rec'd a high impedance warning during system diagnostic testing and began experiencing an increase in seizures, above the pre-vns baseline, as well as behavior issues. Follow up with the pt's treating vns therapy, physician revealed that the pt's increased seizure activity and behavior issues were related to a loss of therapy caused by the high impedance event as the pt had previously been seizure free. The physician stated that x-rays had not been taken, that there had been no admissions of pt trauma or manipulation which could have contributed to the high impedance event and that the pt did have behavior issues prior to vns therapy. The pt underwent a full vns revision surgery. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.